Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, 4wcec with drawer failure and customer tried to recover but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 3.2 row d was not detected on bus. A field service engineer dialed into the station, logged in as carefusion admin, updated the firmware, and rebooted the unit, after which the med application launched successfully and aux 3.2 row d pockets were visible. The customer reported broken rails on the drawer 4.2 containing gabapentin, would not fully close, remaining about one inch open. A replacement drawer was required and was subsequently replaced. Storage space recovered and customer verified functionality. The system functioned as intended after the field service engineer troubleshot and repaired the device.